Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a cubie drawer failure. A field service engineer stated that there was no threading on the metal case to hold the screw and tried to attach the rail with 4 of the 5 screws, but the drawer was not releasing or pulling out easily because the rail was not secured enough. The field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawer failed to stay closed. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.